Event description:
While being held by the (B)(6), the lighted suction started smoking and the plastic tip melted. It was removed from the surgical field and replaced; there was no impact to the patient. The device was not returned for evaluation; the initial report was discovered via search of the maude database listings.